Event description:
It was reported that 5 bd¿ sharps collectors had broken lids. The following information was provided by the initial reporter: during the inspection at the distributors side, five lids in a carton were found to be all broken.

Manufacturer narrative:
The manufacturing location for this product is flextronics. This site is an OEM manufacturing site. Therefore, bd corporate headquarters in (B)(4) has been listed and the (B)(4) FDA registration number has been used for the manufacture report number. Medical device expiration date: na. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that 5 bd¿ sharps collectors had broken lids. The following information was provided by the initial reporter: during the inspection at the distributor's side, five lids in a carton were found to be all broken.

Manufacturer narrative:
Investigation summary: according to the DHR review, during the manufacturing process no issues were reported for damaged or broken lids for the lot numbers reported under this complaint. A review of the ncmr¿s was performed; the results exhibit no issue reported for the same part number and issue throughout the last twelve months. Based on the information provided from customer, there is not enough evidence like a picture showing the defect on the product to determine the root cause, however, with the lot number provided (2024939), we can determine that this product was manufactured by flex on january 24, 2022. Additionally, within the report customer describes that during inspection at the distributor¿s side, five lids in a carton were found to be all broken. According with this investigation, it was noticed that this issue arose from a product sold in japan and all the shipping and transportation process for that country products indicates that flex is in charge of manufacturing, packaging and loading of the product, while bd is in control of transportation, transshipment, distribution and final delivery. Based on information provided it was not possible to confirm the root cause like a failure mode related to the manufacturing process because there is not enough information like method used to handle, shipped partial sells and controls to storage the remaining product within distributor facility.